Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 25 2007. A request for the return of the sample device has been made. Should the reported device be returned and evaluated, a follow-up report will be submitted. The product code reported by int'l affiliate was listed as a2n3370, lot no. S06129145r. This code is manufactured in singapore and only distributed in another country. This medwatch was filed for the us code, which is the same or similar.

Manufacturer narrative:
Evaluation summary: customer's reported issue regarding set leak was confirmed. Visual and functional tests were performed and leakage was at joint between tubing and male slip adaptor. Leakage could be caused by improper solvent application. Operators have been notified to create awareness and have been retrained. The manufacturing facility will continue to monitor similar reports for possible trends.

Event description:
International complaint received from foreign country. Customer reports leak occurred during patient use. It is unknown if event resulted in patient injury or required medical intervention. Although requested, no aditional information is available at this time.